Event description:
It was reported that, during reprocessing, the subject device tested positive for 1 colony forming units (cfus) of aerobic mesophilic flora. The device was retested again on (B)(6) 2025, and it tested positive for 4 cfus of aerobic mesophilic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
New information: h2, h3, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 2cfu bacterial identification: micrococcaceae and staphylococcus epidermidis. Sampling date: (B)(6) 2024 sampling from: distal end channel cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2024 sampling from: total cfu: 1 cfu bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was evaluated where an additional potential adverse event was confirmed where a gap was found on the distal end and a crack on the adhesive between the server plug in at the distal end. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.